Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse determined that one of the transformers had melting components. The customer site does not have stable power going to the analyzer, causing the voltage to vary from 150 to 250 volts within seconds. The cse replaced the power supply, mother board and real time processor sparc. The cse then verified the functioning of the instrument. A siemens headquarters support center specialist reviewed the service report and determined that the cause of the smoke emitting from the instrument was due to a damaged power supply. The instrument is performing within specifications. No further evaluation of device is required. Note: this event is from (B)(6).

Event description:
The customer contacted a siemens customer care center (ccc) and reported that there was smoke emitting from the area below the touchscreen of an advia centaur xp instrument. The customer turned off the instrument. Samples had been loaded onto the instrument and were delayed from testing. The samples were being tested for antigen and antibodies to (B)(6) and the delay in testing did not affect patient care. There are no reports of injury to staff, damage to property, patient intervention, or adverse health consequences.